Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center is not capturing the image during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting and was able to resolve the issue through adjusting settings on the device. The complaint was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.